Manufacturer narrative:
Block h6: imdrf device code (a15) captures the reportable event of clip failure to release from catheter. Block h11: investigation results: the returned resolution 360 clip was analyzed, and visual inspection found the device returned without the clip assembly with evidence of full deployment and the control wire kinked. The microscopic examination found evidence of full deployment and control wire kinked. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. The reported event of clip failure to release from catheter was unable to be confirmed. The investigation did not detect any problems related to the reported issue, clip failure to release from catheter as the device returned fully deployed. However, during product analysis, it was found that the control wire was kinked. It is likely that the physician encountered difficulties during the deployment of the clip, which caused the control wire to bend. Factors such as applying extra force during deployment, using pliers to pull out the control wire to aid clip deployment, etc., may have contributed. Several procedure-related factors, including angulation and technique, may have also played a role in this difficulty. A review was completed of the device history record (DHR) for the device. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure. During the procedure, the clip failed to release from catheter. The clip was pulled from the patient's tissue. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure. During the procedure, the clip failed to release from catheter. The clip was pulled from the patient's tissue. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code (a15) captures the reportable event of clip failure to release from catheter. Correction: e4: init rptr also sent rep to FDA. Additional information: block b5: describe event or problem. D4: model number. D4: lot number. D4: expiration date. H4: device manufacture date has all been updated based on the additional information received on march 03, 2026.

Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on unknown date. During the procedure, the clip failed to release from catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.